Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 had failed to open. A field service engineer (fse) discovered that the rails on auxiliary drawer 5 were physically broken. The station was powered off, the drawer was removed from the cabinet, flipped, and inspected. Both rails were replaced, and the drawer was reinstalled. The hardware was rebooted, and once the application was up, recovery was successful. All drawer positions and latch sensors were tested, top panels were inspected for cracks, and any lost medications were returned to the escort. Firmware was successfully updated, and hardware was tested via the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 5 had failed to open. The customer tried to reboot and recover, but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.